Event description:
A malfunction alarm was reported by the customer, identified as malf 12, with fault ID [12-0x2071]. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, and the malfunction did not recur after the reset. Customer was advised to continue using the pump and to call back if any further issues arise, which the customer acknowledged and understood.